Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced fast heart rates. It was also reported that the right atrial (ra) lead exhibited unstable capture thresholds, loss of capture and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.